Manufacturer narrative:
H.3., h.6.: the unknown sample was returned for evaluation and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information received in b5 and h6. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-health care professional who stated that after using lenses, the consumer was unable to wear them for more than fifteen days, sometimes even less. The consumer experienced pain, irritation, redness, and tearing after wearing the lenses. The consumer discarded the lenses and visited the emergency room, where the doctor diagnosed an infection and the consumer was prescribed with antibiotic treatment. The doctor said that the lens had suffocated the consumer eye. After returning from ophthalmologist, who mentioned an abscess in left eye and the consumer continues the antibiotics. The current status of the consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but not yet received. Additional information was received from the consumer indicating that the defective lenses were removed midday due to significant pain and discomfort. The consumer believes they encountered a defective batch with fragile lenses, rendering them unwearable. After fifteen days, the issue resolved when the consumer began using new lenses. Abscess is resolved and consumer does not complain about it.

Event description:
As initially reported by a non-health care professional who stated that after using lenses, the consumer was unable to wear them for more than fifteen days, sometimes even less. The consumer experienced pain, irritation, redness, and tearing after wearing the lenses. The consumer discarded the lenses and visited the emergency room, where the doctor diagnosed an infection and the consumer was prescribed with antibiotic treatment. The doctor said that the lens had suffocated the consumer eye. After returning from ophthalmologist, who mentioned an abscess in left eye and the consumer continues the antibiotics. The current status of the consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).